Event description:
The customer reported that the system experienced an interlock error, an immediate loss of system functionality, and an un commanded shut down. There is no report of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The 5vdc power supply was evaluated and then calibrated to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.